Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a chemical burn. There is no report of the medical intervention that the patient has received at this time. In previous report, section b3, b5 and h10 was incorrect. The correct b5 should be- the patient to alleged chemical burn and visualization of black particles in the device. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found dirt/contamination under the sd card, air intake flip cover on the base unit. The manufacturer also received humidifier. A visual inspection of the device was completed by the manufacturer and found dust, dirt, hair, algae/mold were found on the flip lid hinge bars, on the heated tube port/connector, under the top enclosure latch, on the bottom of the humidifier chamber, on the dry box near the iso seal and on the heater plate .the manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contamination found were consistent with contamination of dust, dirt, hair, algae/mold in the device and humidifier. There was no evidence of sound abatement foam degradation. In this report, section b3, d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a chemical burn. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.